Manufacturer narrative:
(B)(4).

Event description:
It was reported that the neurostimulator was implanted and connected to the extension after the trial period was completed, high impedances were measured. Impedances and benefit were noted to be good during the trial period. Trouble shooting was performed during a surgical intervention and it was decided to replace both the extension and the neurostimulator. Visual inspection of the explanted device showed no obvious indications of damage. It was noted that the device was "reset" due to use of monopolar electrocautery during the explant. This was reset back by the company rep. The device and extension were physically tested at the pt settings and showed no anomalies in functioning. No pt injuries were reported. Add'l info was requested.